Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the complaint could not be determined therefore the most probable root cause will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty. Product unavailable for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to advance a taxus liberte' 2.5x12mm drug eluting stent to the calcified and very tortuous left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, the stent appeared to be "mangled" at the distal end. No patient injuries or complications were reported. Patient status post procedure is noted as ok.